Event description:
Reference number (B)(4). Event occurred in the united states it was reported that on (B)(6) 2024 the patient faced an event of high blood glucose. Patient reported elevated blood glucose levels of 440 mg/dl and stated that they also received an occlusion alarm. Patient removed the infusion set and found that the cannula was bent, and their blood glucose levels were at 600 mg/dl. The patient replaced the insulin set and insulin supplies and then had his son drive him to the emergency room as patient was unable to drive himself and felt lethargic. At the ER the patient was administered saline via IV drip due to dehydration. Company do not see bent as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.